Event description:
Per the clinic, the device was explanted on (B)(6), 2022, due to unspecified medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 09, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 14, 2023.